Event description:
It was reported that a novum iq large volume pump alerted low battery and then shut off. The event was further described as, 'pump had been plugged in and the battery icon on the screen displayed a full green battery'. This occurred during patient infusion of an unspecified vasopressor at approximately 5ml/hr; however, the nurse was traveling with the pump and patient for a computed tomography (CT) scan. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI)#. The serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.